Manufacturer narrative:
This report is for (5) unknown screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2015. Concomitant devices reported: 3.5mm locking compression plate (lcp) periarticular proximal humerus plate 6 hole/163mm/left (part # 02.123.025, lot # unknown, quantity # 1), 3.5mm locking screw/3.5mm cortex screw (part # unknown, lot # unknown, quantity # 5) patient code (B)(4) used for: the complaint indicated that the patient had a nonunion of a proximal humerus fracture and five (5) broken screws. It is unknown which five (5) of the ten (10) implanted screws were broken post-op. Revision was required. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2017 for a nonunion of a proximal humerus fracture and five (5) broken screws. It is unknown which five (5) of the ten (10) implanted screws were broken. All hardware (one (1) 3.5mm locking compression plate / periarticular proximal humerus plate, nine (9) unknown 3.5mm locking screws and one (1) unknown 3.5mm cortex screw) were removed intact with no medical intervention. Patient was revised to another plate and screws. No patient harm and no surgical delay. The procedure was completed successfully. Patient outcome is stable. The patient was initially implanted with the hardware on (B)(6) 2015. This complaint involves one part record for five (5) unknown screws. Concomitant devices reported: 3.5mm locking compression plate (lcp) periarticular proximal humerus plate 6 hole/163mm/left (part # 02.123.025, lot # unknown, quantity # 1), 3.5mm locking screw/3.5mm cortex screw (part # unknown, lot # unknown, quantity # 5) this report is 1 of 1 for (B)(4).